Event description:
It was reported the pt has been receiving ineffective stimulation since falling. In turn, coverage is inadequate. X-rays were taken and revealed lead migration. The pt is also receiving stimulation in an unintended area (i.e., abdomen). As a result, the pt will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.